Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. Upon evaluation, the electrode belt failed a pulse test. The cause for the failure was isolated to the electrode belt distribution node (dn). The cable connecting the dn to the rear therapy electrodes was pulled from the strain relief causing the pulse wire heat shrink to separate in the dn, causing the pulse wires to short together. The root cause for the strained cable and separated heat shrink was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During evaluation of an unrelated problem at a us distributor, electrode belt sn (B)(4) failed a pulse test.